Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.